Event description:
It was reported that the device tripped elective replacement indicator and had high battery impedance. It was also reported that there was a lead warning noted for bipolar and unipolar low impedances and the right ventricular lead was unable to capture. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed and analysis of the device revealed normal battery depletion.